Manufacturer narrative:
Additional MFR narrative. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that there was no fiber break, therefore the reported event was not confirmed. Additionally, it was observed that the fiber tip was in good condition and that the connector had burn marks. Those marks could be caused by prolonged use of the device and/or the debris shield being damaged. Also, with that anomaly the aiming beam could become misaligned and that could lead to overheating in the connector. In this case, the connector burn marks were likely caused by the interaction between the fiber and the console. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a ureteroscopy to treat kidney stone disease, it was identified that when the foot pedal of the console was pressed, the fiber did not delivered energy as it should. The fiber was unplugged and re-plugged but it still did not work. Then, the fiber was deemed to be broken. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that there was no fiber break, therefore the reported event was not confirmed. Additionally, it was observed that the fiber tip was in good condition and that the connector had burn marks. Those marks could be caused by prolonged use of the device and/or the debris shield being damaged. Also, with that anomaly the aiming beam could become misaligned and that could lead to overheating in the connector. In this case, the connector burn marks were likely caused by the interaction between the fiber and the console. A review of the device history record confirmed that the fiber met manufacturing specification prior to release.

Event description:
It was reported that during a ureteroscopy to treat kidney stone disease, it was identified that when the foot pedal of the console was pressed, the fiber did not delivered energy as it should. The fiber was unplugged and re-plugged but it still did not work. Then, the fiber was deemed to be broken. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a ureteroscopy to treat kidney stone disease, it was identified that when the foot pedal of the console was pressed, the fiber did not delivered energy as it should. The fiber was unplugged and re-plugged but it still did not work. After that, was noted that the fiber was broken. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
MFR email: moshe.barenboym@bsci.com.